Event description:
Right knee swelling [joint swelling]. Right knee pain [arthralgia]. Right knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a nurse regarding a (B)(6), with osteoarthritis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with first synvisc (hylan g-f 20) injection, 2 ml, in the right knee. On (B)(6) 2012, the pt received the second synvisc injection. The lot number for synvisc were provided. In (B)(6) 2012 (around (B)(6)), the pt experienced right knee swelling, increased right knee pain and no fever and therefore did not received the third synvisc injection. On (B)(6) 2012, the pt was seen in the office for f/u where unk amount of her knee fluid was aspirated. However, the gram staining was pending at that time. On (B)(6) 2012, the pt received treatment with cortisone injection in the right knee. The outcome for the events of right knee swelling, right knee pain and right knee effusion was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting nurse did not provide the relationship between synvisc and the events of right knee swelling, right knee pain and right knee effusion.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.